Manufacturer narrative:
This MDR has already been submitted to FDA by the us importer with report number (B)(4).

Event description:
Patient revised on (B)(6) 2021 due to dislocation from falling out of bed, approximately 6 weeks after primary surgery. Surgeon explanted 36/+9 standard humeral cup and replaced it with a 36/+6 stability humeral cup.